Event description:
It was reported that the patient experienced an infection with an initial implant of an inflatable penile prosthesis (ipp). The patient was prescribed antibiotics to treat the infection. The ipp cylinder, pump, and reservoir was explanted, no new device was implanted. A new ipp cylinder, pump, an reservoir was implanted on (B)(6) 2019. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.